Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited service due, rtc battery occlusion sensor and cassette not detected alarm. No adverse effects reported.

Manufacturer narrative:
Customer reported that device was showing battery occlusion sensor and cassette not detected. Tamper seals were all intact. Performed functional check, ran pump with returned program, nda testing. Replaced downstream sensor, upstream sensor and clock battery.

Event description:
It was reported that device showed battery occlusion sensor and cassette was not detected. No patient injury was reported.

Manufacturer narrative:
Customer reported that device was showing battery occlusion sensor and cassette not detected. Tamper seals were all intact. Customer problem was not duplicated during the investigation. Performed functional check, ran pump with returned program, performed nda test. Replaced downstream sensor, upstream sensor and clock battery.

Event description:
It was reported that device showed battery occlusion sensor and cassette was not detected. No patient injury was reported.

Event description:
It was reported that device showed battery occlusion sensor and cassette was not detected. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device was showing battery occlusion sensor and cassette not detected. Tamper seals were all intact. Customer problem was not duplicated during the investigation. Performed functional check, ran pump with returned program, performed nda test. Replaced downstream sensor, upstream sensor and clock battery.